Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the upper soft keys were not working. There was no patient involvement.

Event description:
The customer reported that the upper soft keys were not working. There was no reported patient impact. The device was not clinical use at the time the reported issue was discovered.